Event description:
Pt admitted on (B)(6) 2016 with a concern for a heartware pump thrombus due to an elevated ldh of 728. Pt was started on bivalirudin upon admission. A ramp echo was performed on (B)(6) 2016. We were unable to close the aov or fully decompress the lv with an increase in the vad speed. A cardiac morphology CT was performed on (B)(6) 2016 which showed no evidence of thrombus formation. Ldh continued in rise despite bivalirudin peak 1605 on (B)(6) 2016. On (B)(6) 2016, the pt's urine became dark in color. A right heart cath was performed on (B)(6) 2016 which showed high filling pressures along with a low cardiac index, therefore a dobutamine drip was initiated. The pt was taken to the operating room on (B)(6) 2017 for a heartware pump exchanged. The pt is currently recovering on the telemetry unit.